Event description:
Rn bagging patient with the infant resuscitation bag. Rt called to bedside to assist with bagging due to inability to maintain peep. Rt was unable to set pressure relief valve to "closed" position on the resuscitation bag. Rt changed bag and same occurrence. Rt changed bag the third time and was able to close the pressure relief valve and maintain peep. Patient had no sequelae.